Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. .the log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection showed battery was damaged/ cracked solder on battery ic legs (pins). Confirmation of the allegation and a root cause could not be determined.